Event description:
It was reported that during a total decor procedure, the gun was opened and loaded with a blue reload as usual and closed over the patient¿s tissue but the surgeon was unable to fire. The gun just jammed on its first firing and it was also very difficult for the surgeon to open the device to free the tissue. They changed guns but used one from the same lot # as the first gun and replaced the reload but still from the same batch and fortunately the gun fired as normal and there were no more problems. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Cartridge, closing trigger. The ec60 device was received for analysis with the clamping mechanism damaged and with an ecr60b cartridge loaded on the device. The reload was received partially fired 1/4 consistent with an incomplete or interrupted cycle. In addition the cartridge deck was found damaged where the firing stopped. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the one piece sled pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Upon firing the device was disassembled to verify the integrity of the internal components; the closure trigger was damaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.